Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the products, and engineering evaluation of the products, and an evaluation of the returned devices. No initial visual abnormalities were noted for the handle and adapter. No functional abnormalities were noted for the handle or adapter. Visual testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A secondary condition not related to the reported condition was noted. The root cause for the quadrature failure observed during engineering evaluation is likely due to moisture on the bldc board of the handle, creating a temporary connection between resistor r117 and regulator lt1616. A manufacturing action was implemented to add an extra layer of protective coating to the bldc board to reduce the occurrence of moisture ingress. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastrectomy, the third reload presented an issue during the open close check of the jaws. The blue button for closing the jaws did not work. The device was disassembled and reassembled but the button still did not work. A new device was used to complete the procedure. No reinforcement material was used.